Manufacturer narrative:
The devices were not available at the time of evaluation as the pt is (B)(6). Device history review indicated the reported devices were manufactured with no reported discrepancies. The product experience reporting database was reviewed for similar reported events regarding difficulty seating insert. There have been no other events for the reported lot ID. The root cause could not be determined due to the limited information provided. Should additional information become available, the evaluation summary will be submitted in a supplemental report. Associated device: trident psl ha cluster 54mm, cat#: 542-11-54f, lot ID: mlaypx.

Event description:
It was reported that, "the insert fell in the cup but would not snap in. After multiple attempts the insert would not lock in place. Another insert was used and successfully locked in on the first attempt."